Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v003770, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported contacts 4, 6, and 7 had high impedances when checked with the clinician programmer. The patient was programmed preoperatively to ensure stimulation coverage was satisfactory, which it was. With this information the physician proceeded to leave the paddle and extension in place and only replace the implantable neurostimulator (ins) as planned. The issue was currently resolved. Relevant medical history includes non-malignant pain and lumbar radiculopathy.